Event description:
It was reported that patient underwent total hip arthroplasty in 2009. Subsequently, patient was revised one week later to evacuate hematoma, aspirate seromas and remove components. No further information reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent total hip arthroplasty in 2009. Subsequently, patient was revised a week later, to evacuate hematoma, aspirate seromas and remove components.

Manufacturer narrative:
Follow-up information provided by the surgeon indicates that the patient was put on coumadin and aspirin by cardiology and then added lovenox, which caused bleeding into the patient's hip. Revision was performed to clean out the bone and subsequent ultrasound guided aspirations for a seroma that eventually resolved. Based on the additional information provided by the surgeon, it was determined that there was no product problem involved in the need for revision. No further investigation or risk analysis is required.